Event description:
A medtronic representative reported the stealthstation s7 position sensor unit (psu) failed the accuracy assessment kit (aak) test. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
A pt was not present at time of alleged event. The psu passed the aak test at .35mm with a threshold of .35mm. The psu had failed two previous aak tests. The psu is out of calibration. The psu is in good condition and the bump sensor has not been tripped.